Event description:
The catheter was inserted on (B) (6)2009 and broke near the strain relief. The nurse was able to remove the entire catheter without surgical intervention. There was no harm to the patient.

Manufacturer narrative:
The hospital will not release the sample for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B) (4).